Event description:
It was reported that during an unknown procedure, there was a handpiece error. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount. It was tested on a generator and gave an error code 3. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.